Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had image noise occur during pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 - report source = added distributor. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed and found that charged coupled device (ccd) flooding caused noise in the image. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, internal flooding of coupler, and watertight defects due to cable scratches. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image noise occur during pre-use inspection. There were no reports of patient harm.